Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the nurse primed the tubing with an iron sucrose 300mg in normal saline 250ml, placed it into the pump module and it alarmed occlusion immediately. The nurse opened the door and noticed a bulge in the pumping segment. The nurse stated that all clamps were open and there were no IV flushes performed. The tubing was replaced and medication infused on the existing pump module with no further problems. The customer reported that there was no patient harm, delay in care or additional treatment required.

Manufacturer narrative:
The customer report of a balloon in pump segment was confirmed. During visual inspection it was immediately observed that there was a bulge along the silicone segment component directly underneath the upper fitment component. During functional testing it was observed that the silicone segment bulged at the area directly underneath the upper fitment component. Pressure testing confirmed the customer's report. The root cause of the customer's report is unknown.

Event description:
It was reported that the nurse primed the tubing with an iron sucrose 300mg in normal saline 250ml, placed it into the pump module and it alarmed occlusion immediately. The nurse opened the door and noticed a bulge in the pumping segment. The nurse stated that all clamps were open and there were no IV flushes performed. The tubing was replaced and medication infused on the existing pump module with no further problems. The customer reported that there was no patient harm, delay in care or additional treatment required.